Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. It was reported that 2 weeks post mesh implant, the patient returned to the surgeon with red, itchy skin at the site of the inguinal repair (site of the perfix plug implant). The patient's allergist was provided with sample mesh for reactivity testing. However, the patient's symptoms subsided with the use of antibiotics prior to the reactivity testing being performed, and he cancelled his appointment for the testing. At this time no connection can be made between the reported event and the davol product in question. However, as the patient did not have the testing done mesh sensitivity cannot be ruled out and root cause is undetermined. If any additional information is provided, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is alleged, that the patient was implanted with a bard/davol perfix plug and a bard/davol ventralex mesh during an inguinal and umbilical hernia repair procedure performed on (B)(6) 2015. Approximately, two weeks after implant, the patient returned to the surgeon with red, itchy skin at the site of the inguinal repair. The patient was given prednisone, which resolved the symptoms. Some time later, the patient began to experience dermatographia, with muscle aches, pain, redness and itchy skin. Patient was given an antihistamine, no other new medications, and scheduled an appointment to meet with an allergist on (B)(6) 2015. To date, the patient has not been treated for any other allergies. Patient does have a history of reactivity to oxycodone. An updated provided by the contact facility reported that the patient canceled his reactivity testing as his symptoms (hives) have cleared with the use of antibiotics.